Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the 1st firing of the tsb35 instrument worked fine, but the instrument would not fire after being reloaded. Upon inspection, the crimping pin has dislodged from the anvil jaw. A 2nd stapler was opened and used to complete the case. There was no consequence to the pt.